Manufacturer narrative:
(B)(6) 2021 case update: the reporter informed the company that the product has been discarded.

Event description:
Consumer via e-mail stated that the brush head broke, as if a small metal thing was jumping out of the top. No injury was reported. 22-sep-2021 follow up via e-mail: the consumer reported that the brush heads were crooked. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via e-mail stated that the brush head broke, as if a small metal thing was jumping out of the top. No injury was reported. 22-sep-2021 follow up via e-mail: the consumer reported that the brush heads were crooked. No injury was reported.